Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. Data was provided for evaluation. The data contains nothing related to the customer complaint. The reported event loss of connection was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/11/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The complaint states the patient experienced a loss of connection. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.